Manufacturer narrative:
Additional information: h4: the lot was manufactured between june 29 - 30, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the actual sample and leakage was not easily identified by initial visual inspection. Visual inspection of the photograph observed some tpn solution leaked into an outer pouch; however, the location of leak was not identified. Functional leak testing was performed on the returned sample and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the leak could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.